Manufacturer narrative:
Upon receipt, the lead was found dissected at approx. 19.5 cm distal to the is-1 connector pin. At the distal fragment a portion of the outer coil as well as of the insulation was not received for analysis. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis of the fragments demonstrated a damaged insulation and a fractured outer coil at a distance of some 30 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. These damages can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as the cuttings of the insulation resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this pacemaker along with the right ventricular lead and right atrial lead exhibited noise being over sensed. The cause was not determined. The device remains in service while the leads were explanted. No adverse patient effects were reported.